Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be dropping suddenly. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose (bg) level was 313 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will contact their healthcare provider to obtain alternate insulin therapy. Customer declined follow up to ensure alternate insulin therapy was obtained.